Manufacturer narrative:
(B)(4). The DHR file is not available for review in the us. This complaint sample was never returned to teleflex for investigation purposes. The root cause cannot be established. The complaint cannot be confirmed. A section of the IFU will be referenced as part of this investigation report. The IFU states, "as is the case with any emergency medical device carrying a backup is strongly advised protocol". And, "do not use excessive force during insertion. Let the ez-io power driver do the work". A review of the certificate of conformance found that the driver passed all the release criteria. The device was released in (B)(6) 2015 and is approximately 2 years old. The complaint that the driver lost power during use cannot be confirmed. This complaint sample was never returned to teleflex for investigation purposes. The root cause cannot be established. The complaint cannot be confirmed. No corrective/preventative actions will be assigned. This complaint sample was never returned to teleflex for investigation purposes. The root cause cannot other remarks: be established. The complaint cannot be confirmed. No further action required.

Event description:
A patient with aortic stenosis and in cardiac arrest had an unsuccessful ez-io insertion. A replacement driver was used after a short delay. Ez-io driver was kept according to manufacturer recommendations. The patient is deceased.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
A patient with aortic stenosis and in cardiac arrest had an unsuccessful ez-io insertion. A replacement driver was used after a short delay. Ez-io driver was kept according to manufacturer recommendations. The patient is deceased.